Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Supplier lot: 14347-01 with possible synthes lot numbers: 5226297 and 5797482. A device history record (DHR) review was conducted: part number: 314.743. Synthes lot number: 5797482. Supplier lot number: 14347-01. Release to warehouse date: 17jul2008. Expiration date: n/a. Supplier: criterio tool & die, inc. Material record review (mrr) was generated during production for 1 part with coupling end damage. Part was returned. This non-conformance is not relevant to the complaint condition since it is not related to drive shaft was found to be broken. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 314.743. Synthes lot number: 5226297. Supplier lot number: 14347-01. Release to warehouse date: 20-apr-2006. Manufacturing site: synthes monument. Supplier: criterion tool & die, inc. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the drive shaft-minimum 520 mm length-for use with ria (part # 314.743, lot # 5226297, mfg # 20-apr-2006) was received at us cq with the distal tip of the device broken. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: the shaft inside diameter just proximal to the broken distal tip measured which is within specification per relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: hrx.. Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during inspection, a drive shaft was found to be broken. There was no patient involvement. This report is for a drive shaft. This is report 1 of 1 for (B)(4).